Event description:
It was reported that during use the anesthesia machine suddenly showed no monitoring value on the monitoring surface. The ventilator piston reportedly was malfunctioning and automatically switched to manual mode. During this period, the anesthesia machine did not sound an alarm. The device was replaced. No patient consequences reported.

Manufacturer narrative:
As neither the device log file nor further information were available for investigation only a general evaluation of the case in question was possible. The reported phenomenon can be interpreted in different ways: a ventilator failure or a complete shut-down may have occurred. A reliable conclusion is not possible due to lack of information. Dräger finally concludes that the failure is readily apparent to the user since the device must be operated under constant supervision of a trained operator. The potential risk resulting from a ventilator failure or shut-down is mitigated since manual ventilation is still possible. Finally, due to missing information the root cause for the reported symptom could not be determined. No patient conseqeunces have been reported. H3 other text : device not available for investigation.

Manufacturer narrative:
This is a correction of the previous report. The unique device identifier (UDI) and corresponding fields have been adjusted.

Event description:
It was reported that during use the anesthesia machine suddenly showed no monitoring value on the monitoring surface. The ventilator piston reportedly was malfunctioning and automatically switched to manual mode. During this period, the anesthesia machine did not sound an alarm. The device was replaced. No patient consequences reported.